Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the malposition of the initial valve cannot be confirmed. It is possible that procedural factors (fair coaxial alignment of the ds and valve and fair image intensifier angle) and patient factors (severe annular calcification, moderate native leaflet calcification, severe mac) may have contributed to the malposition. A second xt valve was deployed, securing the initial valve and reducing the pvl to mild. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 26mm sapien xt valve was advanced across the native annulus. A pacing run, with respiration held, was performed and the valve was positioned using angiography. When the 50:50 position was confirmed, the valve was deployed. Post deployment transesophageal echocardiogram (tee) indicated moderate paravalvular leak (pvl), which was confirmed with angiography. Angiography also indicated the valve was positioned 80:20 ventricular/aortic (v/a). The patient remained hemodynamically stable, but had low diastolic pressure. The decision was made to place a second xt valve in a more aortic position to reduce the pvl. There was some concern since native leaflet overhang was visible on both the tee and angiography. The second valve was aligned; however, the ¿click¿ to confirm the alignment was not heard and the fine adjustment knob of the delivery system (ds) would not engage. After multiple attempts to align the valve, the sheath, valve and ds were removed. A new esheath, valve and ds were prepared. The valve was advanced, aligned and deployed 50% more aortic than the initial valve. The pvl was noted to be mild by tee and trace by angiography. It was also reported that the coaxial alignment of the ds and valve and the image intensifier angle were both fair for the initial valve. The annulus measured 24mm by tee and 25mm by CT (valve area of 493mm2). Severe annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported.